Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This is one of two related reports. This report addresses the pump. The console is referenced under manufacturing report number 1220648-2025-31163. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The complainant had impella 5.5 support ongoing for a patient admitted in with acute myocardial infarction/cardiogenic shock. On day eight, there was a minor leak of dextrose solution with the purge filter and reservoir that was noted. The solution produced from the leak has been minimal and maybe estimated to be around one milliliter in 24 hours. The slow leak is from the protective housing and leaking onto the white cable. There have been no significant changes in the purge flows or pressures prior to or after noting the leak. On day nine, the contamination sleeve came apart from the locking hub. The physician repositioned the contamination sleeve over her and secured it with tegaderm. The pump remained on despite the malfunction as the patient was still in need of support. Days later the patient suffered from a new ventricular tachycardia/ventricular fibrillation episode and the patient failed to recover and care was decided to be withdrawn. The patient expired.